Manufacturer narrative:
Investigation summary: the batch history review (DHR) was not performed due to unknown batch number, also, it was not possible to verify maintenance records and quality notifications. Evaluating the sample it was possible to observe foreign matter - dirt. For the reported defect it can be verified that the occurrence is potentially related to contamination during the component marking process. The defect identified from this complaint will be monitored for trend assessment. Production processes are validated against the defined acceptance criteria. The incident identified from this claim will be monitored for trend assessment.

Event description:
It was reported that the ser plastipak 1mls tub pdr1400 experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dirt in the sterile1ml syringe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ser plastipak 1 mls tub pdr1400 experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dirt in the sterile 1 ml syringe.